Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to check the patient line and the hp stated there was air throughout the line. The tsr advised the hp to cycle power and restart the setup with all new supplies. During a follow up call with the caregiver (cg) on (B)(6) 2012 regarding the system error 2240 alarm, the cg stated they did not contact the peritoneal dialysis nurse (pdn) regarding the alarm. The cg stated they started over with new supplies and the home patient (hp) resumed therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.